Event description:
Additional information received that surgical intervention was undertaken wherein the scs ipg was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient failed to charge the scs ipg for over 2 years and so the ipg was deemed inoperable. As a result, surgical intervention may be pending to address the issue.